Event description:
A return was received stating that the vitrectomy port handpiece was bent which was discovered during set up. Another pack was opened and was used instead. There was no delay in surgery. The pt was not affected.